Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 65732ud. However, no increase in complaint activity was identified for list number 07k78 regarding commonalities for lot numbers and issue. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with lot 65732ud02 and complaint issue. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Additionally, in-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 65732ud02 was identified.

Event description:
The customer observed a false positive architect total b-hcg results for a 9-year-old female patient that was not reported out of the laboratory. The following information was provided: initial result = 42.56 miu/ml, repeat was <1.2 miu/ml, no impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg results for a 9-year-old female patient that was not reported out of the laboratory. The following information was provided: initial result = 42.56 miu/ml, repeat was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.